Event description:
A physician reported that cataract with intraocular lens (iol) implant] surgery was completed without harm to patient on same day. After 3-4 week low suspension endophthalmitis was observed in patient¿s eye. The patient condition was continuing. It was indicated that vitrectomy was performed in some cases, it remains unclear whether any further medical interventions were carried out for this patient. The current patient condition is not known. This report pertains to one of the two ophthalmic viscoelastic involved for this reported event. This complaint is pertaining the four of nine reports received from the initial reporter. Additional information received indicates that the patient underwent iol explantation, which resulted in significant visual sequelae. The patient's condition was improving, and they were receiving treatment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional reportable qs pr ids: (B)(4). The manufacturer internal reference number is: (B)(4). H.10: reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. No sample returned for evaluation. As insufficient information was provided for investigation, a conclusive root cause cannot be determined for the complaint conditions. A sample or lot code would be required for review of the complaint history and analytical test results prior to release associated with the reported product. Insufficient information provided for investigation or root cause of this complaint, no action is required at this time. As no lot code or sample was received, no further risk assessment can be performed. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information has been requested and received after a month of surgery, patient¿s right eye had diagnosed with anterior uveitis, conjunctival hyperemia, corneal edema, and tyndall phenomenon. There were no visual sequelae for this patient. The patient's condition is resolved, after received medication, including antibiotic, mydriatic and corticosteroid eye drops, and oral antibiotic and antifungal treatment.